Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder would not shut off. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).